Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an one day after the implant of this 29mm transcatheter bioprosthetic valve, a murmur was noted. Per the physician, the valve had migrated into the left ventricle resulting in severe paravalvular leak (pvl). Subsequently, the valve was snared out of the annulus and a 26mm transcatheter bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.